Manufacturer narrative:
(B)(4), incision sutured, (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens dry and stuck in the vial, unable to evaluate the lens without damaging it. There was evidence of dark residue. Conclusions: based on the complaint history and the evaluation of the returned product, the most likely cause of the event was due to the doctor changing his mind for another lens. (B)(4).

Event description:
The reporter stated the surgeon was inserting a (B)(4) collamer aspheric three piece lens but changed his mind for an anterior chamber lens, which was implanted. There was pt contact and sutures were required.